Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose versus blood glucose, crack on the pump, retainer ring damage, reservoir unable to lock into place, hyperglycemia. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis, pain, abdominal, vomiting were treated with manual injection/insulin pen, ems/ambulance/ER visit, hospitalization: overnight stay. The event involved product(s) mmt-7040c1. Troubleshooting was performed. Customer reported sensor glucose value and blood glucose value difference. The customer reported that the value difference was not within target range. Customer was using the insulin pump within 48 hours of reported event. No further patient complications were reported. Product return for mmt-7040c1 was not expected.